Event description:
The customer reported the generation of an erroneous high patient result for hemoglobin a1c (hba1c) on their au480 clinical chemistry analyzer. The customer reported a change in patient management. There was a change in patient treatment due to the doctor diagnosing patient with diabetes. The patient was prescribed medication, started treatment and sought an endocrinologist to continue with the case. A new sample was run in a secondary lab and the result recovered lower. The customer confirmed patient treatment was discontinued as the doctor later ruled out diabetes. Upon, follow-up no further details were provided from the customer.

Manufacturer narrative:
No beckman coulter field service engineer was requested. A beckman coulter customer technical support (cts) specialist assisted customer over the phone. The cts was unable to identify any system malfunction. The sample was run at another laboratory and obtained results which ruled out diabetes. The doctor discontinued treatment after diabetes diagnosis was ruled out. There was no further impact to the patient. The failure mode could not be confirmed based on the available information provided. There is insufficient evidence of a reagent or system malfunction. Additional information for the investigation is unavailable. Section a2, a4, and a5: information not provided by customer. E1 initial reporter phone number: (B)(6). The beckman coulter internal identifier is (B)(4).